Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported PICC line that was removed due to a large amount of leaking at the site with flushing/infusing. The patient was + for dvt in the arm, but there was also concern that the single lumen PICC line catheter had a crack in it, given the amount of fluids coming from the insertion site with flushing. The patient had a large infiltration of the arm, the swelling of the arm is what prompted the nursing staff to call IV team for assessment. No significant injury, swelling decreased over 24 hours after line was removed.